Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and could not duplicate reported issue. Verified ventilator performance. Passed all performance checks.

Manufacturer narrative:
Evaluation by the carefusion field service technician is anticipated but has not yet begun. (B)(4).

Event description:
The customer reported that the start/stop button is not working. The unit was running on a patient and they stopped the oscillator with the start/stop button so they could suction the patient. They tried to start the driver back up with the start/stop button and it would not start up again. They put the patient on another 3100a unit. No patient harm.